Manufacturer narrative:
The sales representative called alphatec on january 27, 2017 to reiterate the fact the patient had extremely hard bone. She also indicated they've had the custom fixation pins since 2013 and are used quite often. The surgeon believes between multiple usage of the instrument over the past 3 years and the excessive hard bone, the pin finally wore out. The detached section of the custom instrument is approximately .477" in length and was manufactured out of 17-4 stainless steel. This device was a custom-built instrument manufactured in accordance with the surgeon specifications.

Event description:
The surgeon encountered a patient with extremely hardened bone. He was having trouble getting the temporary fixation pin screwed into the bone to hold the plate. Once he got the pin in place, while attempting to remove it, it broke. The temporary fixation pin broke off in the patient a few millimeters below the head of the tulip. The detached section was not removed and remains entrapped beneath the plate secured by three (3) screws positioned within the patient's vertebral body.